Event description:
It was reported an occlusion alarm intermittently occurred. The customer experienced an elevated blood glucose (bg) level (540 mg/dl). A correction bolus was delivered to treat the bg. The customer performed a supply change and resumed insulin therapy.